Manufacturer narrative:
No product will be returned per customer. The customer complaint of a leak at the maxplus valve could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse was flushing the port from the distal hub and when doing so blood squirted out from the proximal hub and sprayed onto the sheets. The patient was on chemotherapy precautions, no exposure occurred to patient, family, or staff.

Manufacturer narrative:
(B)(4)